Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. The device was returned without a stent. The balloon wings were found to be loosely folded with no evidence of positive pressure. Crimp markings were visible on the balloon material. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon material. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 15sep2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed that the stent was detached.